Manufacturer narrative:
Evaluation of the transducer confirmed the imaging issue as described by the customer. Functional testing of the device noted color noise when bending the cable at the strain relief. Visual inspection noted chipped and cracked beading, exposed yellow thread through the sheath, bubbled perylene on the window, bite damage and scratches on tip shell, and damage to the sheath and connector. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer on an epiq 7c ultrasound system was producing noise and artifacts during a transesophageal echocardiography (tee) examination for a transcatheter aortic valve replacement (tavr) procedure. The customer was able to complete the procedure with the same ultrasound system and transducer. Although the incident occurred during a critical procedure, the procedure was completed successfully and no patient or user was harmed as a result of the issue.